Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8781, serial# (B)(4), implanted: (B)(6)2015, product type: catheter. Product ID: 8840, serial# (B)(4), product type: programmer, physician. (B)(4).

Event description:
Information received from a manufacturer representative regarding the delivery of morphine (unknown; 25mg/ml, 5mg/day) in a pain pump. The pump was incorrectly updated the wrong drug concentration. The pump was updated with a concentration of 25mcg/ml instead of 25mg/ml. The reporter was instructed the error would not pose a safety concern for the patient, as the pump only goes off of flow rate and the flow rate would remain the same regardless of the drug unit measure. There were no patient symptoms associated with the event. The bridge bolus was cancelled and the correct unit was measure was programmed for concentration. This action resolved the issue. History: malignant pain